Event description:
It was observed that during the device evaluation, the flex video scope exhibited the resin part of the image guide flexible pipe had fallen off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.